Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Even though the patient and surgeon stated that proper post-op protocols were followed, based on what was seen on x-rays 4 weeks post-op, the most likely cause of the event is patient non-compliance. Per product directions for use (dfu-0192), post-operatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Customer will not return the device.

Event description:
It was reported that a clavicle plate had broken. Surgeon and patient are adamant that proper post-op protocols were followed and that no event took place to cause trauma to the plate. Follow-up information: the revision of the arthrex plate was performed on (B)(6) 2014. The arthrex plate was removed and the surgeon requested another manufacturer's plate and screw system as a replacement.